Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. No patient involvement. This report will be updated when the investigation is complete. - (B)(4)

Manufacturer narrative:
Conclusion: no failure detected and product within specification.visually examined. Complaint reviewed.(B)(4).

Event description:
Allegedly the instrument was broken. No patient involved.